Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned paddle lead found a kink on lead tail 1-8 where all internal wires were broken. However, these fractures are consistent with the explant procedure and do not appear to be related to the allegation of ineffective therapy. There were no complaints of impedance issues and there was no evidence of lead issues in the ipg log.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is ineffective therapy. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.